Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a pyeloscopy with laser procedure in the kidney performed on (B)(6) 2014. According to the complainant, halfway through the procedure, the laser fiber broke into two pieces. The laser fiber dropped onto the drape which caused a burn on the drape. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that the exposed glass tip measured 2.5 mm and appeared used. The fiber was broken in two pieces. The first piece was broken 166 cm from the distal tip. The second piece was broken 153.5 cm from the proximal end of the connector. Burn marks on the break were noted indicating that the fiber broke during use. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical or procedural factors such as maneuvering of the device or stone density and size. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a pyeloscopy with laser procedure in the kidney performed on (B)(6) 2014. According to the complainant, halfway through the procedure, the laser fiber broke into two pieces. The laser fiber dropped onto the drape which caused a burn on the drape. The procedure was completed with another flexiva laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported event of fiber broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.